Event description:
It was reported that an asymptomatic patient presented in the clinic for lead dislodgement. The lead could not be repositioned so it was capped and replaced on (B)(6)2017. The patient was stable prior, during and post procedure.